Manufacturer narrative:
Per the instructions for use, device malposition and embolization requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, procedural factors (poor image intensifier angle, angiography images disappeared during positioning and deployment due to the c arm overheating) likely caused this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2014-01697.

Event description:
As reported by our (B)(6) affiliate, during the transapical tavr procedure, a 23mm sapien xt valve was positioned 60:40 aortic/ventricular. During the final, fine positioning adjustments of the valve, the c arm overheated, causing the angiography images to disappear. The images appeared and disappeared on the monitors during deployment. The final pre-deployment position of the valve was 70 to 80% aortic. Post deployment, the final position was 100% aortic. The rapid ventricular pacing (rvp) was stopped and the valve embolized into the ascending aorta. The patient¿s blood pressure immediately dropped. The patient was placed on bypass and converted to open heart surgery to remove the embolized valve and implant a surgical valve. During the open surgery, a tear in the ventricle was found and repaired with a patch. At the time of this report, the patient was in stable condition in intensive care and off of ventilation. It was reported that the delivery system was coaxial. The image intensifier angle was poor.